Event description:
Boston scientific received information that this right ventricular lead had high out of range pacing impedances. The lead was explatned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory the lead was returned severed. Visual inspection revealed portion of the lead body and/or missing insulation, the irs- coil extended, the distal and proximal high voltage cable extended, as well as the setscrew marks on each portion besides the is-ring. In addition, the distal end of the proximal spring electrode was separated. All damage appeared to be related to the explant procedure. The lead was further tested and was electrically continuous. Laboratory analysis could not confirm the field allegations and the returned segments of the lead passed electrical testing.